Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during service/test performed by the customer that the cs300 intra-aortic balloon pump (iabp) intermittently had booting issues. It was additionally reported that while switching the iabp on it makes a continuous beeping sound and there is no display . There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The customer biomed checked the iabp unit and replaced the main board and both datasets; however the iabp continued with the same booting issues. The biomed then replaced the display board, the iabp was functioning, the iabp was kept under observation. The biomed replaced the coiled cable and the unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during service/test performed by the customer that the cs300 intra-aortic balloon pump (iabp) intermittently had booting issues. It was additionally reported that while switching the iabp on it makes a continuous beeping sound and there is no display . There was no patient involvement and no adverse event was reported.